Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. There was no reported adverse impact to the customer¿s blood glucose level. It was reported the customer was not performing the proper air removal technique. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.